Event description:
A user facility reported that an electromechanical ambulatory infusion pump underdelivered during a patient's chemotherapy treatment. The patient returned to the clinic after a 7-day treatment and only half (approximately) of the volume was delivered. There was no injury associated with the event.